Event description:
The clinician reported that a male patient, who has been under his care for 10 years, underwent a tooth extraction procedure for dental site 3. The atraumatic extraction was performed on site 3 and the palatal socket was grafted with dynablast from lot#140018. The patient became flush, experienced heart palpitations and lost consciousness shortly after the graft procedure was completed. The graft was subsequently suctioned and the patient was transported to the emergency room by ambulance.

Manufacturer narrative:
This product is contract manufactured for keystone dental by (B)(4). Keystone dental has an exclusive license to sell the dynablast product for dental applications from (B)(4), the developer of the product. This occurrence was communicated to the contract manufacturer (B)(4) and a review of the manufacturing records is underway, a f/u report detailing the manufacturing findings will follow. No additional complaints from this lot were identified during a review of keystone complaints database. This patient has no known allergies. This patient experienced a similar outcome from a previous grafting procedure two months earlier, ref keystone dental medwatch report: 3005990499-2014-00001, keystone dental reference: (B)(4). Polymyxin sulfate b, bacitracin, gentimycin and iodine are used in upstream processing and trace amounts may remain in the final product. Consequently the dynablast IFU lists contraindications for patients with known sensitivities to these processing agents. A copy of the dynablast IFU was forwarded to the clinician. The root cause of this occurrence remains inconclusive at this time. (B)(4).